Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During introduction of the device, it was noticed that the connection location of the catheter was fractured. The device was simply removed out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A microscopic and tactile examination of the hypotube, collar, distal shaft and tip were performed and revealed numerous kinks in the distal shaft, a complete separation at the collar, with the distal shaft flattened for 2.5cm at the distal end of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During introduction of the device, it was noticed that the connection location of the catheter was fractured. The device was simply removed out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.